Manufacturer narrative:
Results: rc: siderails inner and outer panels

Event description:
It was reported through a stryker field technician that 13 maternity beds have damaged siderail panels. No adverse consequences were reported.